Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as no lot number was provided. A device history review cannot not be conducted as no lot number was provided. A two-year review of complaint history revealed there has been a total of 19 reports, regarding 25 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised the following: conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 00507112900, large bone hall blade was being used sometime during the week of (B)(6) 2022-(B)(6) 2022 during an unknown procedure and the ¿distal tip breaking off¿. There was no injury or impact to the patient. The fragment was retrieved. No other information is known regarding this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.